Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
During g3 surgery, the lag screw step drill could not go into the pt bone. Therefore, the surgeon worried about osteonecrosis by frictional heat of step drill, pulled out the drill several times, and did the drilling while wiping off with gauze. The surgeon assumed that the step drill was not sharp enough.